Event description:
Polyhesive disposable patient return electrode with cord when opened was found to have metal protruding from pad where cord attaches. Pad was discarded for new one. If used patient might have had metal burns or puncture from metal.